Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 401 mg/dl at the time of incident. Customer experience high blood glucose of 400 mg/dl because there was a motor error alarm and unable to deliver insulin and currently customer treated with a syringe. Customer was able to successfully clear the alarm and able to complete rewind the insulin pump. Customer reported that the drive support cap appears normal. Customer did not reported motor position encoder error alarm. Customer reported that the insulin pump was not exposed to high magnetic field. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.